Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for follow-up. When isometrics were performed, the left ventricular lead exhibited loss of capture. During the lead revision procedure, the lead exhibited low impedance. The lead was capped and replaced. The patient tolerated the procedure well and would be followed normally.